Manufacturer narrative:
According to the customer, the mcs tip cover accessory is not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory detached from the mcs instrument and fell inside the patient. The surgeon stated the issue occurred at the end of the procedure during the retraction of instruments. The mcs tip cover accessory was retrieved during the same procedure. The tip cover accessory appeared to have been properly installed during the surgery. The installation tool was used, and no additional lubricant was applied prior to installation. The surgeon did not observe any functional issues with the mcs instrument during the operation. The procedure was successfully completed robotically using the same da vinci system, with no reported patient injuries.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. A monopolar curved scissor (mcs) tip cover accessory from the same batch was analyzed, and the complaint was not confirmed by failure analysis. The mcs tip cover was placed on a monopolar curved scissor instrument. The mcs tip cover accessory was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified.